Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that ' 351.920, hand-reamer f/medull-canal ø6 had broken tip. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the hand-reamer f/medull-canal ø6 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: product code: 806.004.02s lot number : 350l361 release to warehouse date : 19. Jun. 2019. Manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgical procedure, the specialist required to open the medullary canal of the patient's tibia. The first option was to use this device. During insertion, it became stuck due to the bone defect in the patient's diaphysis. At that point, the specialist required to continue advancing through the intramedullary canal, but this was not possible. When attempting to rotate the device on its own axis, a total rupture occurred, leaving the handle in the specialist's hand and the stem inside the intramedullary canal. To remove the stem, the trs motor with the jacob-type adapter was used. An inspection of the bone structures was performed, without finding any defects caused by the use of the device. No significant delays were reported. No structural or functional damage was caused to the patient. It did not require administering more anesthesia to the patient. Broken pieces were completely removed from the patient.